Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that four of the foley catheters were not aligned properly and the foley balloon did not inflate correctly. It was stated that there was no impact to the patient. As per additional information received via form on (B)(6) 2022, customer stated that 10cc foley catheter balloon inflated improperly, inflates only on one side of lumen and not inflating symmetrically caused constant by passing. As per notification from investigator on (B)(6) 2022, during sample evaluation it was found that the foley catheter balloon had mushroomed.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. A potential root cause for this failure could be balloon material does not shrink quickly enough. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that four of the foley catheters were not aligned properly and the foley balloon did not inflate correctly. It was stated that there was no impact to the patient. As per additional information received via form on 07feb2022, customer stated that 10cc foley catheter balloon inflated improperly, inflates only on one side of lumen and not inflating symmetrically caused constant by passing. As per notification from investigator on 11jul2022, during sample evaluation it was found that the foley catheter balloon had mushroomed.